Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the part of the insulin pump where she sticks the reservoir in completely broke off; the edge was completely gone. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the reservoir compartment damage. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a missing reservoir tube o-ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to the completely broken reservoir tube lip noted.